Manufacturer narrative:
Preliminary analysis confirmed the reported behavior. The issue is related to an incorrect management in the method used for scheduling a new date on the smartview website. Correction will be evaluated in a future version.

Event description:
It was reported that on smartview website of a hospital, wrong interval between two follow-ups (3 months instead of 6 months for brady systems) was displayed for many patients. The dates until 2016 were correctly displayed (six-month interval) but starting from 2017, the interval of three months was displayed.

Event description:
It was reported that on smartview website of a hospital, wrong interval between two follow-ups (3 months instead of 6 months for brady systems) was displayed for many patients. The dates until 2016 were correctly displayed (six-month interval) but starting from 2017, the interval of three months was displayed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that on smartview website of a hospital, wrong interval between two follow-ups (3 months instead of 6 months for brady systems) was displayed for many patients. The dates until 2016 were correctly displayed (six-month interval) but starting from 2017, the interval of three months was displayed.